Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had pre-existing burning, painful shingles on their right side and the lifevest exacerbated the irritation. There was no alleged device malfunction contributing to the irritation. The patient was prescribed cortisone for the skin irritation. Outcome of the irritation is unknown.